Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified right posterior atrioventricular segment artery. A 10 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, the balloon ruptured at 6 atm. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).